Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered probable syncope, felt dizzy and lost consciousness falling to the ground. They suffered a laceration to the head and was taken to the emergency room. Computed tomography was performed and one bag of platelets was given. Blood sugar was not low. Implantable pulse generator (ipg) malfunction was suspected. The ipg was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.